Event description:
It was reported that this right atrial (ra) lead experienced a safety switch due to pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.